Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient thought the leads may have come out because the patient was encountering the "setting not available, cannot provide your desired setting. Call you clinician." The patient was unable to feel stimulation on the right or left lead during troubleshooting and encountered the message when stimulation was increased to 0.1. The patient was scheduled to see their healthcare provider (hcp) to day after the call for lead removal. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.